Event description:
Legend motor hose ruptured during surgery. Procedure was completed with a second system. Operating room was aware of the advisory notice, and followed all instructions. No cause for the hose rupture could be identified. There was no pt impact.